Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the patient had a sub-talar fusion case done on on march 24; prior to the case, the abs-10062t (batch 0149104050) was used. The patient now has an infection.